Event description:
It was reported that during the implant attempt, the physician could not get the guidewire to advance in the lumen of the lead. The lead was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) there is no evidence of device failure. Blood/body fluid was seen in all conductors (not obstructed); implant/explant experience. Full lead was returned.